Event description:
The hospital reported that during an endoscopic vein harvesting procedure, there was a scratch on the lens of the scope. They noticed it when they hooked it up to the camera. They tried to clean it but it did not come off. A replacement unit was used to complete the procedure. There were no pt effects. The product is returned.

Manufacturer narrative:
Investigation: visual inspection revealed that there was a scratch on the lens. One accessory was received as well. Sent to (B)(6) on (B)(6), 2011 - complaint confirmed. Distal window is cracked resulting in a compromised image. Damage caused by impact to the distal tip due to improper handling. Internal file number - (B)(4).